Event description:
The nurse reported the footswitch did not release the posterior capsule. A posterior capsule tear occurred. The surgeon performed an anterior vitrectomy. The footswitch was switched out to complete the case. Additional info received from the nurse stated the footswitch was switched out and there were no additional issues. The nurse declined to provide more info on the event.

Manufacturer narrative:
The nurse called the company technical support specialist (tss) to assist with troubleshooting. The nurse reported a system message displayed, indicating a footswitch treadle issue. The nurse switched out the footswitch and the system message cleared. The tss recommended the nurse check under the footswitch heel for obstructions. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).